Event description:
--

Event description:
Boston scientific received information that this pg emitted beeping tones. Pg interrogation was performed, which revealed a fault code. The code indicated the device needed to be replaced due to battery voltage being too low for projected remaining capacity. There was concern the battery depleted earlier than expected. No revision at this time. There were no adverse patient effects reported.

Event description:
Subsequently, technical services (ts) reviewed save to disk, and discussed there was abnormal behavior that led to the fault code. Ts advised immediate replacement. Additional information was obtained: a replacement procedure was performed. This device was removed and returned for analysis.

Manufacturer narrative:
This pg remains in service. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly evaluated. The device's internal diagnostics indicated that the battery voltage was lower than expected (3.005 volts). External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to a compromised low voltage capacitor that is connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.